Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample. Confirmation testing using an unknown pcr was performed using a nasopharyngeal sample and generated a negative result. The customer stated that the patient's symptoms were unknown at the time of testing. No additional patient information, including treatment, was provided. However, the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample. Confirmation testing using an unknown pcr was performed using a nasopharyngeal sample and generated a negative result. The customer stated that the patient's symptoms were unknown at the time of testing. No additional patient information, including treatment, was provided. However, the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample. Confirmation testing using an unknown pcr was performed using a nasopharyngeal sample and generated a negative result. The customer stated that the patient's symptoms were unknown at the time of testing. No additional patient information, including treatment, was provided. However, the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4 (UDI): (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m231571 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m231571 and test base part number 192-430 / lot m231571. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m231571 showed that the complaint rate is 0.00560%. An overall product deficiency has not been identified. The product will continue to be monitored and tracked. H3 other text : single use; device discarded.